Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient didn¿t feel stimulation and had been having problems with urgency. It was noted that they went to (B)(6) on (B)(6) 2017 and had to go through an x-ray machine. They were also fighting a urinary tract infection (uti) at the time and was on medication for it. After syncing with their patient programmer (pp), they found the stimulation was off and, after turning it back on, they felt stimulation in the correct area. They weren¿t sure how it got turned off because they turned it on when they were in (B)(6). They were going to monitor their symptoms, now that a change was made, and was going to follow-up with a healthcare professional (hcp) if the issue didn¿t resolve. There were no further complications reported or anticipated.